Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (unable to prime) issue. It was reported that after changing the cartridge, the pump was unable to prime. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4)-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following results: a review of the black box showed no cartridge detected alarms. During testing, a no cartridge alarm was emitted during the load step. The force sensor was found to be out of calibration. The pump cover was opened and the contamination was found on the force sensor. The force sensor resistance was high.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).